Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder began smoking a little bit more than normal and the tip became a bright red amber color while in the patient's leg even though the activation toggle switch was confirmed by the harvester to be in the "off" position. The power supply was also still beeping which indicates energy is still being delivered. The harvester pulled the device out from the leg and as soon as it was removed, the tip burst into flame due to the oxygen in the room. The or staff immediately unplugged the device and the harvester stuck the tip into an ice bucket. The harvester went back and checked the patient's tunnel in the leg and did not see any thing out of ordinary. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone jaw boots were melted and did not form a complete assembly. The resistance test was within specification and showed that the micro switch functioned properly when tested. The pre-cautery test results showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications. Based on the condition of the jaw boots as received, the reported failure for the hemopro tip burst into flames was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.